Manufacturer narrative:
Device received motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, a35 alarm and excessive no delivery test due to motor error alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was 160 mg/dl. The customer was assisted with troubleshooting. The customer stated that the drive support cap was normal. The customer stated that the insulin pump had been exposed to magnetic resonance image machine. Customer was able to successfully clear the alarm, was unable to complete pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.